Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that system failed to boot up successfully. Upon troubleshooting, the customer identified that host pc won't boot from the hdd, customer concluded the cause of the issue was either be the host pc itself that's bad or the hdd. To resolve the issue rse ordered new host pc and hard disk drive for the customer. Customer had replaced the part. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.